Event description:
The pt received his scs system, including a surgical lead, on (B)(6) 2010. The pt reported two separate episodes of overstimulation since implant. The pt was unaware of the first episode, however, the second occurred while he was walking into a store. The sudden overstimulation allegedly caused the pt to fall. The pt's scs system was examined extensively by his physician but no visible abnormalities were noted. As the pt had competing medical issues, the physician explanted the scs system. There are no plans to reimplant the pt. No further pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.